Event description:
The user facility reported that the angio-seal sheath was inserted without issue. They then inserted the angio-seal device in the sheath, clicked them together, rear-locked to set the anchor, and pulled back on the system and sheath, however, both came out with no visible anchor or tamper tube at all. It appeared that they were absent. Manual pressure was held to obtain hemostasis. Upon examining the sheath, they did not see any of internal components so instructed them to cut the segment between the sheath and the device hub and noted all of the device components remained inside the sheath and never exited or deployed. The patient was stable and discharged home. The procedure outcome was successful, and the estimated blood loss was less than 250cc. Additional information was received on 29 sept 2022: the procedure was a diagnostic peripheral angiogram with a 5fr procedural sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
Patient identifier: requested, unknown' implanted date - device was not implanted; explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube shaft was found to have been cut in between the sleeve latches at the sheath hub. The carrier tube hub with the device sleeve was separated from the sheath hub. The device was found to have been in the rear lock position. The anchor and collagen had not deployed and were visible at the distal tip of the carrier tube. No other signs of damage or deformation to the device were identified. Functional testing could not be performed because of the condition of the returned device. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).